Event description:
It was reported that the scope had stripes in the image. The issue was found during set up for an unspecified procedure. No harm reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image is not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: due to damage on plug unit, a noise image occurs and due to damage on charged coupled device unit, the image is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.